Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular driveline had exposed wires. The patient was at home with no alarms or symptoms. The modular cable was exchanged once a new one was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer layer of the modular cable was confirmed via the submitted picture. The mod cable, lot 6434402, was not returned for analysis and was exchanged. There were no adverse events related to the damage. The provided picture confirmed a torn and bunched polyurethane outer jacket. No underlying damage to the wires could be seen. Additional information provided stated that the cable was exchanged and will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.